Manufacturer narrative:
The biomedical engineer (bme) reported that the nursing staff is claiming that the patient data disappeared for one patient on the central nurse's station (cns), and it appears like the patient was discharged without user intervention. No patient harm was reported. Concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor model: bsm-6301a sn: (B)(4). Bedside monitor model: bsm-1753a sn: (B)(4)

Event description:
The biomedical engineer (bme) reported that the nursing staff is claiming that the patient data disappeared for one patient on the central nurse's station (cns), and it appears like the patient was discharged without user intervention. No patient harm was reported.